Manufacturer narrative:
Product complaint # (B)(4). Investigation summary update 3-mar-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful tka and loosening of the tibial components at the cement to implant interface. Unknown cement was used. Doi: unknown. Dor: (B)(6) 2019. Left knee.